Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: additional information b5: upon further investigation additional information was received from the reporter. The reporter stated that after the procedure it was found that the tibial cuts were off/inaccurate after surgery when looking over short x-rays. The surgeon planned for a cemented implant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. D10, concomitant medical devices and therapy dates: robotic assisted base station device, therapy date 14nov2024.

Event description:
It was reported that during an unspecified surgical procedure it was observed that while using the robotic-assisted solution satellite station device with a robotic assisted base station device, it was noticed that the tibia cut was over resected and there was valgus induced that was unexpected. It was further observed that the right rail clamp was not unlocking easily and it took time to get it open. It was reported that the robot was mounted to the bed. There were no delays in the procedure reported. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the log files for this event were reviewed. Device log files were reviewed for this event, and it was determined that the reported issue of "tibia cut was over resected and there was valgus induced¿ was not confirmed. The holding arm issue was confirmed. The investigation found that the most probable root cause of the reported issue is due to array movement. While the exact cause of the array movement cannot be established, array movement is generally caused by the arrays not being securely attached. The investigation also found evidence of sub-optimal leg positioning relative to the robot which most probably contributed to the event. There were no defects found with the software. The root cause of this complaint is array movement. While the root cause of the array movement cannot be determined, the failure to stop the procedure after the checkpoint verification failed results in this being cause traced to user. In addition, sub-optimal leg positioning most probably contributed to this complaint as well. The most probable root cause for the holding arm issue can be linked to premature wear.